Manufacturer narrative:
(B)(4).

Event description:
Additional information became available that this lead continued to exhibit out-of-range (oor) shock impedances as well as increased thresholds. The lead remains implanted.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 125 ohms and decreased sensing. Boston scientific technical services (ts) was consulted and suggested to check other vectors, which was done and all resulted in increased shock impedances. Ts stated that it was concerning to see a drop in sensing, along with increased shock impedances, and suggested defibrillation threshold (dft) testing to confirm the lead is working correctly. The patient has an left ventricular assist device (lvad) implanted and the thought is, those wires might be too close to the lead. The system remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This report is being filed to submit the analysis results. The cardiac resynchronization therapy defibrillator (crt-d) was electively explanted during a downgrade procedure. The patient was subsequently implanted with a implantable cardioverter defibrillator (ICD).